Event description:
It was reported that a low speaker volume was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received on 8 july 2022 via email and attached to complaint object: all issues with this pump were found during repair and testing by our technician at our facility. No patient involvement was indicated to me, or our technician, at the time the pump was received for service.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Speakers were not operating as intended so the front and rear speakers were replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., correction: catalog number: 21-2120-0104-01.